Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that one sensor had a missing electrode and the second sensor, they had to start new sensor. Blood glucose is unknown. The product would be replaced and returned for analysis.